Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2020 with lot number 2205623. Analysis of the returned device identified: broken shell, yellow biological issue, and underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening. Clarification to section d.6: healthcare professional provided medical certificate on (B)(6) 2020 dated (B)(6) 2020 which confirmed implant date of (B)(6) 2012.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. Patient provided (B)(6) 2012 as the implant dates. Follow up is being conducted to determine which date is accurate.

Event description:
Patient reported right side rupture. The device has been explanted.